Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication error. Additional information was requested for clarification of this issue. The field engineer responded the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death.